Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4- device history lot: part: 04.168.300s. Lot: l699400. Manufacturing site: grenchen. Release to warehouse date: 19.december 2017. Expiry date: 01.december 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during the patient's hospital visit on (B)(6) 2019, an implant cut-out was discovered when an x-ray was taken. Initially, the patient underwent an open reduction internal fixation (orif) surgery with femoral neck system (fns) for the femoral neck fracture on (B)(6) 2019. During implantation, the surgeon used deliberately anti-rotation screw which was 5mm longer than the bolt. Thus, the hospital planned for an implant removal on (B)(6) 2019. In the re-operation, no replacement is planned. It is unknown whether there was a falling because the patient has an intellectual disability. Patient status is unknown. Concomitant device reported: fns plate (part 04.168.000s, lot l900352, quantity 1), locking screw (part 412.212s, lot l716377, quantity 1). This report is for a bolt for femoral neck system. This is report 1 of 2 for (B)(4).